Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hypoglycemia. The reporter states on the event day, the patient's blood glucose was 21mg/dl and she was unresponsive. She was brought to the hospital, treated for her low blood glucose and released. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.